Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error message was observed during a routine device check with this subcutaneous implantable cardioverter defibrillator (s-ICD). Device data was downloaded and sent to boston scientific technical services (ts) to review. Ts discussed that the da error recorded in the device firmware. This occurred as a result of a bit flip (temporary memory reset) and self-corrected by the device. There was no impact to device therapy and no adverse events reported. The device remains in service.